Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that two punctures were performed in a common femoral vein. One for diagnostic procedure and another for interventional puncture. A diagnostic procedure was conducted via a 6f sheath size. Reportedly, the device did not capture the vessel with the suture. The device was removed and it was noted that the suture came out of the vessel together with the knot. For interventional procedure, a suture placement in a common femoral vein was attempted with one proglide device using the pre-close technique via a 8f sheath prior to a cryoablation interventional procedure. The sheath size was up-sized to 14f and at this time the device had a suture break. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.